Manufacturer narrative:
(B)(4). A maxtex 250 o2 sensor, instead of the reported newport sen2103, was received for investigation. The covidien field service engineer (fse) evaluated the component, and visual inspection verified that it had fewer threads for cable to connect to, and possibly causing a connection malfunction. The customer reported issue was verified for the returned part.

Event description:
A report was received from (B)(6) with information stating that there was an 'oxygen sensor error' alarm. The device was not in use on a patient when this event occurred.

Manufacturer narrative:
(B)(4). A maxtex 250 o2 sensor, instead of the reported newport sen2103, was received for investigation. The covidien field service engineer (fse) evaluated the component, and visual inspection verified that it had fewer threads for cable to connect to, and possibly causing a connection malfunction. The customer reported issue was verified for the returned part.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the oxygen sensor. The unit passed extended self-testing. (B)(4).